Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the entire device was slightly worn and pixels were in the display. The tamper seal was not broken. Review of the event history log (ehl) showed ¿high pressure¿ and ¿no disposable¿ alarms. A functional and battery test were performed and the reported issue was not duplicated. As a result, the dso sensor and front housing were replaced as a preventive measure. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.

Event description:
It was reported that the pump did not recognize the cassette and began to beep. There were 4 ml remaining. It is unknown if there was patient involvement, no adverse patient effects were reported.